Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
During the inspection of the ventilator it was discovered that printed circuit boards were contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer (fse). During visual inspection of the ventilator the liquid spill was confirmed. It remains unknown how the liquid spill entered the ventilator or what kind of liquid spill it was. According to received information, liquid presence was noticed by the technician on the main back-plane and pneumatic back-plane circuit boards. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to liquid presence on main back-plane and pneumatic back-plane printed circuit boards.

Event description:
Manufacturer's ref. #: (B)(4).